Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147.no causes or potential causes of the customer's reported problem were found during the review of service and repair records .a product sample was received for evaluation. Visual and functional testing were performed.air detector test failed.the root cause of the reported issue was found to bean inoperable air detector. Actions were taken to mitigate the reported issue: replaced the air detector.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device had a bad air detector. It is unknown if there was no patient, or clinician injury associated with these occurrences. No further details provided at this time.